Event description:
Investigation of an ablation catheter returned for temperature error messages on the generator revealed a handle leak.

Manufacturer narrative:
Investigation of the returned catheter confirmed a leak in the handle which caused a conductor wire short with the thermocouple and resulted in high temperature readings on the generator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: 09/30/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010. The following dates are estimated.